Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that non capture and no sensing was observed on the atrial lead. Atrial lead dislodgement was confirmed. The atrial lead was explanted but was not replaced due to patient anatomy. The patient was stable following the procedure.